Manufacturer narrative:
Zimvie received one (1) tsvt4b13, (imp,tsv,4.1,13,mtx,mg) for evaluation. Visual evaluation / functional test was performed, no damage identified or signs of malfunction that would contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1255004. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1255004 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage identified or signs of malfunction that would contribute to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to cbct detecting implant was not in the bone. Under sterile protocol implant removed. Implant not in socket. Tooth 26. Surgical removal of implant.